Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an e360 ventilator had a blinking touchscreen. The ventilator was not on a patient at the time of the event. It was reported that there was loose cable connections. The cables were reconnected and tightened. Repair was completed at a non-medtronic location and the product is not in medtronic control. The reported complaint could not be confirmed without the product return.